Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2025 and suture was used. The patient was diagnosed with acute simple appendicitis and underwent surgery. The surgery was performed according to the usual procedure, and the appendiceal artery and mesentery were properly treated. The appendix has been freed to the root. The surgeon was going to perform purse-string suture on the appendix stump to bury it in the cecum. During the use of a needle holder for intracavitary knotting, the suture used for purse string suturing suddenly broke in the middle of the suture during the tightening process. The broken suture residue remains in the abdominal cavity, the pouch was not completed, and the appendix stump was exposed. At the time of the incident, the pneumoperitoneum was well maintained, the vision was clear, and there were no major bleeding or other emergency situations. The surgeon immediately stopped the surgery, informed the team that the suture was broken, and the anesthesiologist monitored the patient's vital signs to ensure stability. The assistant fixed the free end of the broken line with grasping forceps to prevent it from being lost in the deep part of the abdominal cavity. The surgeon carefully took all the broken suture and needle out of the abdominal cavity. The new suture was replaced and purse-string suture was performed at the stump. And carefully check the abdominal cavity to make sure that there are no other broken suture segments left and wash them with salt water. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following: any patient consquences? No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.